Event description:
A customer reviewed estradiol results from october 2020 through october 2021 and summarized the data on (B)(6) 2021. Individual data points were not provided, however, the customer compared the mean of different populations of cisfemale samples on the atellica im enhanced estradiol (ee2) assay and an alternate method and observed the mean result using the atellica im ee2 assay was elevated. The individual samples that comprised the population for each method were not the same. A similar exercise was performed for transmale samples and an elevated atellica im ee2 mean result compared to the alternate method was observed. The atellica im ee2 results were reported to physician(s) who questioned the results. There are no reports that treatment was altered or prescribed or adverse heath consequences based on the elevated atellica im ee2 results.

Manufacturer narrative:
A united states customer reviewed estradiol results from october 2020 through october 2021 and summarized the data on (B)(6) 2021. Individual data points were not provided, however, the customer compared the mean of different populations of cisfemale samples on the atellica im enhanced estradiol (ee2) assay and an alternate method and observed the mean result using the atellica im ee2 assay was elevated. The individual samples that comprised the population for each method were not the same. A similar exercise was performed for transmale samples and an elevated atellica im ee2 mean result compared to the alternate method was observed. The customer reported that the sample population tested on the atellica im ee2 were plasma samples. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated results when using plasma specimens across the entire analytical measuring range (amr) with the atellica im enhanced estradiol (ee2) and the advia centaur enhanced estradiol (ee2) assays. Starting (B)(6) 2022 an urgent medical device correction (umdc, letter aimc 22-03.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter aimc 22-03.a.ous) was sent to customers outside the us (ous). The umdc and ufsn explain that falsely elevated results when using plasma specimens across the entire analytical measuring range (amr) with the atellica im enhanced estradiol (ee2) assay may be observed. The communications instruct customers to discontinue use of plasma samples with the atellica im ee2 and advia centaur ee2 assays until further notice. Customers may continue to use serum samples. No further investigation is required.